Manufacturer narrative:
The purpose of this investigation was to examine the retrieved all-poly tibial base. Macroscopic photo analysis was performed on the retrieved implant. Upon visual examination of the all-poly tibial base, the product information imprints were not visible on the insert and circular marks were observed on the proximal surface. A dimensional evaluation was not performed because the insert may have been autoclaved and does not represent the actual part as autoclaving causes dimensional changes to the polyethylene material. Consequently, the degree of polyethylene warpage was not able to be determined. Burnishing, abrasive wear, and damage caused by instruments during implantation and/or extraction were observed in the articulating area. Bone cement was attached to the fixation surface and on the sides suggesting a good fixation between the insert and the cement. Both pegs were not present in the fixation area and appear to have been removed during implantation or extraction of the insert. In conclusion, the abrasive wear on the inserts indicates the presence of debris in the joint. The origin of the debris was likely due to the reported loose implant. The contribution of the insert to the reported loosening could not be determined as the insert may have been autoclaved and the degree of insert deformation was not able to be measured.

Event description:
It was reported that the polyethylene tibial base warped which led to failure of the cement mantle; a revision was performed.

Manufacturer narrative:
The device is currently undergoing analysis.